Event description:
It was reported that the customer had a sensor with a missing cannula. Her blood glucose was 60mg/dl, which she treated by drinking juice. She also stated that she had received multiple calibration errors with her previous sensor. She was advised that it was best to wait until her blood glucose level stabilized to attempt to calibrate her new sensor. The broken and apparently malfunctioning sensors were returned for analysis. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.